Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 52mm fusiform abdominal aortic aneurysm. Vessel morphology was reported as the diameter of the upper proximal neck is 21mm and the diameter of the aneurysm entry is 19mm. The proximal neck length by centerline is 20mm. The diameter of the right common iliac is 12mm. The diameter of left common iliac is 11mm. It was reported that the patient had developed an iliac artery aneurysm after placement of a synthetic graft. During the index procedure the endurant devices were implanted uneventfully and completed without endoleak. While the groins were being sutured the physician noticed that blood flow in the left leg became undetectable. The physician then identified that a portion of the ipsilateral limb was kink due to an excessive expansion in the overlapped area of the contralateral gate; therefore, compressing against the ipsilateral limb. The contralateral gate had to be deployed in the previously implanted synthetic graft with 19mm in diameter. The physician added another manufacturer¿s stent by kissing technique from both sides. The procedure was completed successfully and blood flow was confirmed. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).